Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported that in dwell 6 of 7, supply bag lines are blocked alarm was encountered. Patient reported feeling extremely bloated at this time and would like to drain. The patient was assisted a stat drain. Patient was able to start draining normally. Patient¿s treatment data was assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain 6 and manual stat drain 7 where combined total of 4966ml drained. This drain is 248% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. 180% of the prescribed fill volume of 2006ml is 3611ml. Therefore, a reportable malfunction has occurred. Follow up with the patient¿s peritoneal dialysis nurse indicated that the patient did not have or experience any complications as a result of the alleged malfunction. The patient did report some discomfort. There was no medical intervention. No treatments were reportedly missed.